Manufacturer narrative:
Contract manufacturer: (B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the jaw insert chipped and broke off and fell into the patient's cavity. The broken part was retrieved from the patient. It was reported that there was a fifteen minute delay in surgery. No harm to the patient.

Manufacturer narrative:
The back end of the insert was bent and fractured, probably do to shipping with the insert extended from the back. The insert tip was bent out of shape. Probably due to miss handling, placement in the tray or being dropped. This lead to the breakage.